Manufacturer narrative:
Weight, ethnicity, race- unk. Date of event: unk. Expiration date: unk. No serial number reported. Implant date: unk. Device manufacturing date: unk, no serial number reported. Claim # (B)(4).

Event description:
The reporter requested a vector analysis on a toric icl. If additional information is received a supplemental medwatch report will be submitted.